Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Data review determined that this lead exhibited undersensing resulting in an inappropriate pace which did not capture. Further review determined there was noise that was also oversensed and noted to be consistent with a lead integrity anomaly. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.